Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding and headache outcome was unknown. The reporter considered headache and heavy menstrual bleeding to be related to essure. The reporter commented: date(s) of insertion:(B)(6) 1905 (as reported): discrepancy noted as per pif). Discrepancy noted in date of insertion -(B)(6) -2008, (B)(6) 2011. Insertion details-trailing coils: left 4 right 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: bilateral tubal occlusion with essure device. No contrast spillage is seen. Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received-lot number were added. New reporter, lab data, medical history, insertion details were added. On 27-apr-2021: fu 4 and fu 5 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 50512931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the heavy menstrual bleeding and headache outcome was unknown. The reporter considered headache and heavy menstrual bleeding to be related to essure. The reporter commented: date(s) of insertion:(B)(6) 1905 (as reported): discrepancy noted as per pif). Discrepancy noted in date of insertion - (B)(6) 2008, (B)(6) 2011. Insertion details-trailing coils: left 4 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: bilateral tubal occlusion with essure device. No contrast spillage is seen. Lot number: 50512931. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia and headache outcome was unknown. The reporter considered headache and menorrhagia to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 1905 (as reported): discrepancy noted as per pif). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become serious incident. Essure removal dome. Rcc note added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.